Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The toothbrush head used was either spinbrush pro whitening replacement head soft 66878 00192 or spinbrush pro whitening replacement head medium 66878 00194. The handle used was either spinbrush proclean powered toothbrush soft 66878 00078 or spinbrush proclean powered toothbrush medium 66878 00079. Lot codes: head df0200f1, handle dd1147e2. Spinbrush pro whitening head was manufactured at one of the following locations: contract manufacturer: (B)(4) contract manufacturer: (B)(4). Spinbrush proclean powered toothbrush (handle) was manufactured at the following location: (B)(4). Manufacture dates: head 07/19/2010, handle 05/27/2011.